Event description:
A customer contacted baxter's technical service center regarding a display issue during drain 1of 4. During troubleshooting of this issue the home patient (hp) reported a drain volume of 9545ml this drain volume meets baxter's increased intra-peritoneal volume (iipv) criteria. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter, this event has been determined to be non-reportable. Product surveillance followed up with the patient regarding the report of a drain volume (dv) of 9000ml. The patient reported he had never had a dv of 9000ml. The actual dv would have been 945ml, not 9545ml. This updated drain volume does not meet increased intra-peritoneal volume criteria. The patient stated was still doing peritoneal dialysis therapy with the homechoice with no reported problems.

Manufacturer narrative:
(B)(4). The device was not returned therefore an evaluation will not be performed. If additional information becomes available, then a follow up MDR will be submitted.